Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with a low heart rate. The right ventricular lead was dislodged. The lead was successfully repositioned.